Manufacturer narrative:
The system was examined and the reported event was not replicated. No related system messages (sms) were found in the event log. Both ports were test with a handpiece and the handpiece functioned as intended. Additionally, the system was tested and found to meet product specifications. The system was manufactured on (B)(6) 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that "sometimes the phaco does not work" during setup. The procedure was completed on the same day.